Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the physician did not connect a slip type syringe to the needle because the connection felt loose when trying to connect a syringe tip to the lure connector. It was stated that when comparing the lure connector of this product with the lure connector of a safestep with different lot, the inner diametor of the lure was different between those two products. There was no reported patient injury.

Event description:
It was reported that the physician did not connect a slip type syringe to the needle because the connection felt loose when trying to connect a syringe tip to the lure connector. It was stated that when comparing the lure connector of this product with the lure connector of a safestep with different lot, the inner diametor of the lure was different between those two products. There was no reported patient injury.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.